Event description:
It was reported: this letter is to inform you of the possibility of early clinical failures identified in ten patients undergoing non cemented total knee arthroplasty utilizing the stryker triathlon system. All of these patients exhibited radiographic changes suggesting early failure. One of the patients required a revision immediately postoperatively and another patient is pending a revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker triathlon knee system. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.